Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. The data was not provided for investigation and the device was not returned for product evaluation. Problem could not be confirmed. The root cause could not be determined. Complaint will be re-opened upon receipt of data or complaint device.